Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had e224 scope communication error. The issue occurred during reprocessing. There was no patient involvement.

Event description:
It was reported that the camera head had e224 scope communication error. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h3 - device evaluated by mfg. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device evaluation found that the customer's allegation was confirmed due to a bad cable unit. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.